Event description:
It was reported that the patient presented for an in-clinic follow-up. Upon review, the atrial lead exhibited under sensing. The lead had dislodged. The lead was replaced and explanted. The patient was in stable condition throughout the procedure.